Event description:
It was reported that during a follow-up session it was noted that numbers on the atrial lead had changed. Fluoroscopy showed atrial lead dislodgement, with the lead hanging in the svc (superior vena cava). A repositioning attempt was made, but noise was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: (B)(6) 2014. (B)(4)